Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during use, during drain 1 of 4. The drain volume (dv) equaled 2022ml. The baxter technical service representative (tsr) started to assist the caregiver (cg) in the troubleshooting procedure and cg stated that the home patient (hp) went to the restroom during the drain and the patient line became disconnected. The cg stated she then reconnected the hp but some solution poured out. The tsr explained to the cg that the setup was compromised and the cg understood. The tsr advised the hp to inform the registered nurse (rn). The tsr assisted in ending the therapy. The cg stated she would complete therapy manually for the hp that night. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was unaware of the patient having these issues. The patient had not mentioned any issues to the nurse. As far as she knows they have been resuming therapy successfully. She would discuss the issues with the patient the next time she sees them. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2011 in regards to becoming disconnected when he went to the bathroom. There was nothing wrong with any of the supplies. The leak was from his belly where he has his catheter. The leak was not from the actual catheter itself, there was nothing wrong with the catheter. She discussed the issues with his nurse and since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.